Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer receiving no delivery alarms. The customer's blood glucose level was 663mg/dl. The customer states the even was resolved by complete set change. The customer treated the highs with the pump. The mother was advised to have customer call in if troubleshoot was desired.